Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician experienced difficulty passing the lead during the attempted implant procedure due to the patient's tortuous veins. Once placed the low voltage lead appeared dislodged and was found to have perforated the myocardium. The lead was extracted by thoracotomy one day post procedure however some bleeding occurred. There is a plan in place for replacement after the patient stabilizes. No further patient complications have been reported as a result of this event.